Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 and is being included on this follow-up #02 MFR report: 1. Device manufacture date.

Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The coil was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right ophthalmic artery using penumbra coil 400s (pc400s). During the procedure, a pc400 unintentionally detached upon retraction. The procedure was completed using additional pc400s. There was no report of an adverse effect to the patient.